Event description:
The customer reported that the sys would not come out of subtraction mode, therefore the image was uninterpretable. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. The sys was operating as intended. However, the svc rep formatted the hard drive and the software was reloaded.